Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147. Please disregard the initial report submitted with the MFR number: 3012307300-2023-05613. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals broken; no external damage was seen. There was evidence of the error recorded in the event history log. The customer reported problem was not verified/duplicated; the pump was giving the normal cassette removed alarm without the test cassette installed and is quiet with the cassette is installed. Upon inspection, the downstream occlusion sensor appeared undamaged and there was no evidence of fluid ingression. No fault was found. However, as a preventative action, the downstream occlusion sensor was replaced. The root cause of the reported issue was unknown. The product is beyond 3 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device had a double beep no cassette error message during testing. No patient injury reported.